Event description:
It was reported the patient complained her scs system is autoreducing and she is not receiving effective stimulation therapy. A sjm representative met with patient and an impedance check of the patient's scs system showed multiple lead contacts with high impedances. The patient stated she did not have any falls but last summer she pulled her back once and since then she had to keep increasing the amplitude to feel the stimulation. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified, the patient had her scs lead explanted and replaced with a new one. In addition, the system was turned on and effective stimulation therapy was reportedly restored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.